Event description:
Consumer originally called complaining of a wrinkling and redness on the skin along the knee (post surgical) after using a reuseable cold compress. Having recently had surgery on the knee, consumer sought medical attention after blistering occurred. (Follow up letter received 5/03).